Event description:
The customer reported during the daily op check, they found when pressing the "charge button" for the paddle, the device did not respond. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.